Event description:
--

Manufacturer narrative:
Additional information was received that this device has now been explanted and returned. This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. [Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 2.962 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery

Event description:
Boston scientific received information that a patient presented at the clinic with tones being emitted from this implantable cardioverter defibrillator (ICD). When the ICD was interrogated, the fault code 1003 was displayed along with the message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific technical services (ts) for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time delivery is currently unaffected; however, the device is malfunctioning and should be replaced. The ICD has a sufficient reserve to maintain normal therapy functions for two weeks. Beyond that time, therapy could not be guaranteed. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
--